Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq0918 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (rebq0918) have been reported from the same facility.

Event description:
It was reported by the facility that they have had six PICC's break where the connector is, they stated it appeared to be cracking. No patient injury was reported. This file addresses patient four. On (B)(6) 2017-facility reported use of chlorohexidine and places swabcaps on the PICC lumens.